Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Brand name: animas insulin infusion pump.

Event description:
The patient reported that two to three months ago the up and down arrows began requiring several presses and the paint is worn off the up and down arrows.